Event description:
Per received report: the coil broke in the device positioning unit (dpu). Additional information received indicated that the coil broke in the microcatheter during coil introduction. No patient injury reported.

Manufacturer narrative:
Observation: upon receipt of the product, visual and functional inspections were performed. Microcatheter and coil were not returned. Visual inspection revealed that the distal section of the device positioning unit (dpu) has been bent back at 90 degrees causing a twist or buckling in the electrical wiring. Blood, tissue and contrast mixture was found adhering to the dpu. Conclusion: the dpu was returned severely damaged at the distal section. The detachment fiber received heat and melted. Therefore, the exact root cause of the coil being broken in the pusher cannot be determined. However, two possible contributing factors to the event were found. The first factor, which was the most likely root cause of the coil and the dpu breaking, was the selection of a non-compatible 18 series microcatheter that was used with a 10 series microcoil system. The second contributing factor may have been the copious amounts of blood, tissue and contrast mixture located adjacent, but proximal to the severly damage dpu. This may have produced interference or a blockage inside the microcatheter which may have contributed to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.